Manufacturer narrative:
Batch review performed on 07 october 2019: lot 173757: (B)(4) items manufactured and released on 25-jul-2017. Expiration date: 2022-07-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: tibial component and insert revision performed 1 year and 8 months after cemented total knee arthroplasty. No information concerning patient age, activity level and comorbidities is available. According to the report the patient was complaining about instability. In this cases, it is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This situation is not to be ascribed to a malfunctioning device.

Event description:
The patient came in complaining of mid-flexion instability. The cause of the instability is unknown. The surgeon revised the tibia, and change the 10mm poly with a 17mm one, 1 year and 7 months and a half after primary. The surgery was completed successfully.